Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in a journal article that a patient underwent a scar revision of an abdominoplasty on an unknown date. Topical skin adhesive was used on the final layer of closure. The patient presented on (B)(6) with pruritic erythema extending along the surgical scars bilaterally. There was no pain, swelling, or warmth on examination of the areas. The patient was afebrile. The topical skin adhesive was removed and the rash was treated with topical steroids only. The symptoms dissipated within several days. (B)(6) after resolution of the erythema, the patient underwent a test patch application of topical skin adhesive to the left forearm that resulted in a localized erythematous pruritic reaction.